Event description:
It was reported that the vns patient had been experiencing vocal cord paralysis for the past two years. The device¿s output current was programmed low for tolerance. The patient was referred to an ent physician. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.